Manufacturer narrative:
Article citation: systemic, primary cutaneous, and breast implant-associated alk-negative anaplastic large-cell lymphomas present similar biologic features despite distinct clinical behavior. Gerbe anna; tempier ariane; de oliveira laura; tourneret alicia; costes-martineau valerie; szablewski vanessa; gerbe anna; alame melissa; dereure olivier; tourneret alicia; costes-martineau valerie; cacheux valere; szablewski vanessa; alame melissa; cacheux valere; dereure olivier; gonzalez samia; durand luc virchows archiv : an international journal of pathology, (2019 apr 06) . Electronic publication date: 6 apr 2019 journal code: 9423843. E-issn: 1432-2307. L-issn: 0945-6317. The event of lymphoma - alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is lymphoma - alcl. This is a known potential adverse event addressed in the product labeling. [(B)(4)].

Event description:
Through journal article 'systemic, primary cutaneous, and breast implant-associated alk-negative anaplastic large-cell lymphomas present similar biologic features despite distinct clinical behavior' article author reported two patients diagnosed with bi-alcl. The device manufacturer is unknown. Both patients experienced ie stage alcl. The devices were explanted and one patient received chemotherapy. One patient had pdl1 gene amplification and one patient had tp53 deletion in association with pdl1 amplification. The case of bi-alcl harboring these two cytogenetic aberrations correspond to the patient presenting effusion with palpable breast tumor mass. One patient presented as an effusion around the implant whereas the second presented a palpable tumor confined to the breast. Both patients had indolent course without relapse and were in complete remission at the last follow-up. Nevertheless the patient with palpable breast tumor mass required more intensive therapeutic approaches as recommended. Outcome: both patients: cr at last follow-up.